Event description:
It was reported that before the tka procedure, the thumbscrew broke when tightening with t-handle. A coband wand (tape or bandage) was used to ensure that the handpiece stayed shut during the procedure and complete the surgery without delays. No other complications were reported.